Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leakage occurred when using a bd plastipak¿ 3ml luer-lok¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Samples/ photos analysis: it was not received sample from customer to analysis. DHR review: the batch complained was manufacturing in 21/aug/2017 until 23/aug/2017. The inspections carried out were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by process inspection 1x per shift with 12 pieces. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question.